Event description:
Information received from the field does not address the patient's clinical status but notes premature battery depletion. An ECG showed asynchronous ventricular pacing at 63.3 ppm. Attempts to reprogram and clear the eol flag were not successful. Therefore, the device was replaced.